Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: date of event - ni, date explanted - ni, (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle end fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00428 / 00429).

Event description:
Information was received based on review of a journal article titled, "multi-center study of 825 phase iii oxford medial compartmental arthroplasty knees: an average ten-year survival analysis in the united states." Which aimed to examine the first long-term survivorship with a large patient sample size study in the united states looking at various aspects of the phase iii oxford design while also addressing recent advancements that can help aid the uka process and improve partial knee survivorship. A patient was identified that underwent a right partial knee arthroplasty. Patient follow-up results provided at eight years post-implantation indicates the patient underwent a revision procedure due to femoral loosening and polyethylene dislocation. All products were removed and replaced with total knee implants.